Manufacturer narrative:
Device evaluation of battery charger/modem has been completed.  The reported problem (battery unable to charge) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure.  The root cause for the defective charger cannot be positively identified. No adverse event resulted from the defective charger. Device evaluation of charger sn (B)(6) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective charger.

Event description:
During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery.  During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation of charger sn (B)(4) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective charger.

Event description:
During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery.